Event description:
It was reported that the patient experienced difficulties with this inflatable penile prosthesis (ipp). Two weeks later, the patient underwent a surgery and it was found that there were cracks in the cylinders. The cylinders and pump were removed and replaced and there were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually and microscopically examined; the cylinders were also pressure tested, and the pump was functionally tested. No anomalies were found with the cylinders and pump. Based on the information available and analysis results, the reported clinical observation of hole/perforated was not confirmed.

Event description:
It was reported that the patient experienced difficulties with this inflatable penile prosthesis (ipp). Two weeks later, the patient underwent a surgery and it was found that there were cracks in the cylinders. The cylinders and pump were removed and replaced and there were no patient complications reported.